Event description:
A report received from the USA stating the lower half of the graphical user interface (gui) of an 840 ventilator is erratic. There was no pt involvement reported. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcb's and upgraded the software to the current level. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).